Event description:
Additional information received reported that a manufacturing representative performed an impedance check with resulted in normal va lues. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had reported severe burning sensation around the battery pocket site. Impedance check was done and the health care professional (hcp) examined the patient not seeing anything unusual. There were no surgical interventions and it was unknown if any had been planned. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.